Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
During a conversation with the surgeon, the surgeon commented that previous use of synergraft material produced, "aneurysm formation when using sg patch material" the surgeon did not have specific dates or patient information at the time of his comment.

Manufacturer narrative:
A review of the available information was performed. According to initial reports, "during breakfast a surgeon reported seeing aneurysm formation when using sg patch material." No additional information is available regarding the details of this event, patient demographics (patient age, height, weight, bsa), pre-operative patient history, indication for operation, operative procedure details (how the sg patch was utilized in the surgical procedure, type of surgical procedure performed, and relation of the sg patch to the reported event). Multiple attempts at correspondence went unmet. According to the cryopatch® sg pulmonary human cardiac patch instructions for use (IFU) degeneration is a known complication that is noted in the sg patch instructions for use. Degeneration of elastin in a patch could result in distention. In the absence of relevant information, no conclusions can made regarding what role, if any, the allograft tissue may have played in the reported event. There is insufficient information available to determine a root cause. This event does not identify additional hazards or modify the probability and severity of existing hazards. No action necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
During a conversation with the surgeon, the surgeon commented that previous use of synergraft material produced, "aneurysm formation when using sg patch material" the surgeon did not have specific dates or patient information at the time of his comment.